Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with no vibration due to a broken vibrator wire. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received. Customer's blood glucose was 140 mg/dl. During troubleshooting, customer states that pump did not vibrate at the first vibrate test or self-test. Customer was advised that insulin pump would need to be replaced.